Event description:
Complaint received alleged that the head of the bed was stuck in down position.

Manufacturer narrative:
Technician found the head of the bed was stuck in the down position due to a bad valve solenoid. Replaced valve solenoid to resolve this issue.